Event description:
It was reported that a pvi ablation procedure was performed using a therapy cool path ablation catheter and a bsw cool flow irrigation pump. During rf ablation, the physician noted that saline was leaking from the handle of the catheter. The physician removed the catheter from the pt and replaced it with a therapy cool path duo catheter.

Manufacturer narrative:
We will conduct an investigation and provide our findings in a follow-up report.